Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received from the patient stating that the place of occurrence is in georgia and that the patient is now alleging harm/serious injury from the device. The patient alleged being to the lung doctor. Patient also alleged visualization of black particles in the device and airway. The patient had a chest x ray, spit test and was prescribed prednisone and breathing treatments. Patient alleged that the device leaked water, alarmed and flashed and is no longer functioning. The patient reported using an ozone based disinfection device. Please see sections e1, e3, g1, h1 and h6 for updated information. The previous report was also filed as a follow up/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged being to the lung doctor,visualization of black particles in the device and airway. The patient had a chest x ray, spit test and was prescribed prednisone and breathing treatments. Patient alleged that the device leaked water, alarmed and flashed and is no longer functioning. The patient reported using an ozone based disinfection device. There was no medical intervention required by the patient. The reported event of being to the lung doctor,visualization of black particles in the device and airway. The patient had a chest x ray, spit test and was prescribed prednisone and breathing treatments. Patient alleged that the device leaked water, alarmed and flashed and is no longer functioning. The patient reported using an ozone based disinfection device and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.if any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.